Event description:
The micro oscillating saw was sent in for eval because it was leaking an oil-like substance around the seams of the blade attachment during a procedure. No adverse event was reported. No further info was available from the user facility.

Manufacturer narrative:
Debris was seen coming out of the blade mount; a sample was taken. Add'l info will be submitted once the results are available.